Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the objective lens adhesive was discovered to be peeling. The customer's originally reported issue of light guide connector was confirmed; the light guide bundle was noted to have been damaged. Also noted were assorted chips, cracks, deformations, discolorations, and wear of the angle wire causing bending angles to not meet specification. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that their endoeye flex deflectable videoscope had a damaged light guide connector. Upon inspection and testing of the returned unit, the objective lens adhesive was discovered to be peeling. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "1. Visually check that there are no large scratches, deformations, loose parts, or other abnormalities on the appearance of the operation unit, video connector, and light guide connector. 2, visually check that the electrical contacts of the video connector are not corroded. 3. Visually check that there are no cracks, dents, edges, scratches, or other abnormalities on the appearance of the insertion part. 4. Visually check that there are no abnormal slack, bulges, dents, scratches, holes, or metal wires sticking out from the inside of the covering material of the curved part." Olympus will continue to monitor field performance for this device.